Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the routine pulse generator upgrade procedure, the right atrial lead was unable to be removed from the header of the implantable cardioverter defibrillator. After several attempts, the lead was able to be removed. The device was explanted and replaced, and the lead was connected to the new device. The patient was stable before, during, and after the procedure.